Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 52.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a scheduled follow-up, the patient reported receiving a vibratory alarm. Interrogation of the device showed high, out of range pacing lead impedance. The lead was explanted and replaced. The patient condition was good after the event.